Event description:
The device was used during a thorascopic t-8 biopsy. It was reported the er320 was not working properly. After approximately the 5th firing, the clips spit out and didn't form properly. A new applier was opened to complete the case. There was no consequence to the pt.